Event description:
It was reported that this implantable cardioverter defibrillator exhibited premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion. The battery life decreased from 42% to 14% in three months. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No additional adverse patient effects were reported. Additional information was later received from the field that the device has been explanted and successfully replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause.

Event description:
It was reported that there were concerns regarding premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery life decreased from 42% to 14% in three months. Device data shows power consumption is increasing in a gradual fashion. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No additional adverse patient effects were reported. Additional information was later received from the field that the device has been explanted and successfully replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This product has not been returned to boston scientific. As a result, the allegation of premature battery depletion have been confirmed with analysis of the device data, but information was not sufficient to determine probable cause.